Manufacturer narrative:
The expiry date printed on the packaging is "31/03/2028", but if you scan the qr code, the expiry date shows up as "11/27". Investigation of the production documents showed no abnormalities or deviations from the validated manufacturing process for the batches. Visual inspection from the complaint box shows, that the labelling data on the box is not consistent with regards to the variable data and UDI code. Further investigation revealed that the retained samples from the batch/lot didn't show any incorrectly printed data. The layout of the complaint box has a different print quality than the box layout of the retained samples. Based on the investigations, it can be assumed that this is a forgery.

Event description:
The expiry date printed on the packaging is 31/03/2028, but if you scan the qr code, the expiry date 11/27.